Event description:
47-year-old male; ems worker who is self-testing and self-reporting. Customer reported 4 false positive results using cue covid-19 test for home and over the counter (otc) use. (See related cases case-(B)(4), and case-(B)(4) for additional reported false positive results). This report is for 1 false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 15769a, cartridge sn (B)(4), and cue reader sn (B)(4). The same day(B)(6)2022, the customer tested negative using cue covid-19 test for home and over the counter (otc) use. The customer was experiencing a runny nose and had close contact with an individual in the same household with confirmed covid-19. On (B)(6) 2022, the customer tested negative with accula sars-cov-2 rapid pcr. The customer reported they previously had covid -19 (twice) and had received 3 doses of vaccine. The customer did not develop any further symptoms and performed additional antigen tests binaxnow and flow flex which resulted negative, number of antigen tests and test dates are unknown.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.